Event description:
It was reportd during a laparoscopic nissen fundoplication while using the lcs16 the inactive tissue pad and vibrating blade did not align properly thus optimal tissue effect was not obtained. A new lcs16 was opened to complete the case. There was no consequence to the pt.